Event description:
It was reported the displayed image was unusable to the customer. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The faulty monitor was replaced. The system was then found to be operating as intended.